Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-02529, # 3005099803-2012-02542, and # 3005099803-2012-02543 address these devices. It was reported to boston scientific corporation that a cre balloon dilatation catheter, a dreamwire guidewire, and an extractor pro retrieval balloon were used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct. According to the complainant, a sphincteroplasty was performed with a cre balloon dilatation catheter (# 3005099803-2012-02542) and a dreamwire guidewire (# 3005099803-2012-02529) to allow the passage of large gallstones. The cre balloon dilatation catheter was removed, and the dreamwire guidewire was left in the bile duct. An extractor pro retrieval balloon was then used to retrieve the gallstones. It was also reported a non-bsc lithotripter was used during the procedure. Once the devices had been used for approximately 20 minutes and the procedure was completed, a small biliary duct perforation was noted by contrast passing into the duodenum. A fully covered metal stent was placed to successfully close the perforation. It was confirmed there was no malfunction of any of the bsc devices. According to the physician, it was not possible to determine which device caused the perforation. The patient was reported as stable post procedure.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the device upn, catalog, and lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.